Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two, trial leads from the same lot. It was reported the patient underwent a trial procedure on (B)(6) 2016. During the procedure, the patient experienced a cerebral spinal fluid leak. Regardless, the procedure was successfully completed. Follow-up revealed the patient experienced a headache two days after the trial leads were removed. In turn, the patient was hospitalized overnight and a blood patch was performed. The patient's issue resolved over time.